Event description:
The facility representative reported a colleague infusion pump which experienced failure code 550:320:844 upon power up in the cardiac intensive care unit. Device evaluation determined the root cause of this condition to be a pinched main speaker harness wire, indicating that the device failed to audibly alarm. The facility representative stated that there were no reports of patient injury or medical intervention. This device is an unremediated colleague pump with a user interface module software version of 5.04.00. No additional information is available.

Manufacturer narrative:
(B)(4). Additional information: a service history review revealed no previous service events were related to the reported condition, but the main speaker harness had been previously replaced. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Manufacturer narrative:
(B)(4). Device evaluation: this device was returned to baxter for evaluation. A visual inspection and functional tests were performed. Device evaluation confirmed the reported condition of failure code 550:320:844. The root cause was determined to be a pinched main speaker harness wire. The main speaker harness assembly was replaced to repair the reported condition. A follow up report will be submitted if additional information becomes available.